Manufacturer narrative:
There are no known lab cultures to confirm the presence or type of infection. The implanting physician noted that an abscess had developed at the location of an internal stitch. There are no known pre-existing health conditions that may have contributed to failure to heal. There are no reports of any patient behaviors post implant that may have contributed to development of an abscess.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator on (B)(6) 2025 to treat back pain. During a follow-up visit on (B)(6) 2025 the physician noted that the incision site at the location of the implantable pulse generator (ipg) had failed to heal as expected. The patient underwent several rounds of antibiotics which failed to resolve improve the healing process. The implanting physician noted that the patient had developed an abscess at the location of an internal stitch, which caused the failure to heal. On (B)(6) 2025, a full system explant was performed due to suspected infection and failure to heal.